Manufacturer narrative:
The pad device was installed on (B)(6) 2007 and operated successfully until (B)(6) 2011. After investigation no fault was found with the pad or pad-pak. The status indicator was observed to be functioning to specification. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was not illuminated or flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.